Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 389533a was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. An improper technique was identified in the complaint. This could not be ruled out as a cause for the complaint. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient reported the following precision issue while testing on the inratio inr system: on (B)(6) 2016: inratio inr results= 3.7, 2.0, and 1.7. All tests performed within 10-15 minutes. Therapeutic range: 2.0 - 3.0. The patient reported the following technique issues: meter was not in the correct mode when fingerstick performed. Using same finger for two tests. Sample not immediately applied to test strip. Adding multiple drops of blood to single test touched finger to strip when applying the sample.